Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) depth was15mm. During procedure, the left atrial pressure was not measured, atrial rhythm was non sinus rhythm (nsr) and activated clotting levels ( (act) were 270s. The amulet was successfully implanted. On (B)(6) 2025, the patient admitted for pre-collapse, weakness, vomiting sensation, persistent chest pain and echocardiogram (echo) showed cardiac tamponade. A computed tomographic angiography (cta) was conducted to rule out dissection. A acute pericardial puncture was done and 240ml of bloody effusion was removed. A cardiac revision was required due to continued bleeding of artery origin. The patient was transferred to the cardiac surgery unit for pericardial revision the occluder was noted in the good position.

Manufacturer narrative:
It was reported that the patient admitted for pre-collapse, weakness, vomiting sensation, persistent chest pain and echocardiogram (echo) showed cardiac tamponade after five months post successful amulet implanted. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient effects of pericardial effusion and cardiac tamponade could not be conclusively determined. The patient effects of angina, fatigue, and vomiting were cascading effects of pericardial effusion. The reported surgical intervention, and unexpected medical intervention were a result of case-specific circumstances as the patient returned to hospital and pericardiocentesis, and cardiac revision were performed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.